Event description:
(B)(4). I'm having back problems stomach pain and pain in my legs and joints and I'm having problem's with remembering and since I had this I have been diagnosed with bipolar disorder I went to my dr and they said they had never heard of anything like it I have so much wrong with me if I sit down in a chair it feel's like some one is kicking the back of the seat it feel's like some one is kicking me in my back I went the ER and said never heard of this so the don't no how to treat this I'm so confused and hurt at the same time no should have to go through this no one.